Event description:
The customer reported more than 1 ml of fluid leaked from the coulter ac·t diff analyzer near the probe and leaked onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the red blood cell count (rbc) filters were not holding prime causing the aspiration probe to leak. The fse replaced the red blood cell count (rbc) diluent filters to resolve the leak issue. The fse then verified the instrument and the instrument was returned to normal operation. (B)(4).